Manufacturer narrative:
The complainant was unwilling to provide further details on the current condition of the affected worker. A retain sample was tested and met specifications. In addition, a review of the manufacturing records indicated that and there were no deviations in the manufacturing process and that the product met all release specifications. These investigation results indicate that this incident was not the result of a product failure. (B)(4): tested retain sample from same lot.

Event description:
On (B)(6), 2011, a complainant alleged that while using cavicide formulated with (B)(6) fragrance to clean the office, a worker experienced asthma for which was prescribed an inhaler by a pulmonologist.